Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was used as a replacement for another epg which was set to vvi pacing. The staff member assumed that the replacement epg was set to vvi but it was set to ddd pacing. The patient went into cardiac arrest but was revived. However, the patient died two to three days later. The cause of death was not attributed to the epg event as the patient had severe cardiac illnesses. The epg remains in use.